Event description:
The tech alleged the ground loss led was flashing. He found the ground conductor open at strain relief pinch point on power plug. There was wear at the stain relief. He replaced worn part and repaired open ground.